Event description:
Bayer case number: (B)(4). Pain [pelvic pain female]. Motor disability [motor activity abnormal]. Digestive disorders [digestion impaired]. Serious psychological problems [psychological disorder]. I had to buy a cane at the age of 42, I had difficulty walking on flat surfaces whereas before I used to go walking in the mountains [difficulty in walking]. I even found it hard to stand. [Difficulty in standing]. ¿I had become intolerant of everything; it was very difficult to eat [skin disorder]. I had become intolerant of everything; it was very difficult to eat [food intolerance] bipolar disorder [bipolar disorder]. I tried to commit suicide, even though I had the appointment to remove the implant [suicide attempt]. I was getting angry with my children [anger]. The tiredness is still hard [fatigue]. Case narrative: this spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("pain") in a 42-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2014, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), motor dysfunction (" motor disability"), dyspepsia ("digestive disorders"), mental disorder ("serious psychological problems"), gait disturbance ("I had to buy a cane at the age of 42, I had difficulty walking on flat surfaces whereas before I used to go walking in the mountains"), dysstasia ("I even found it had to stand."), skin disorder ("¿I had become intolerant of everything, it was very difficult to eat"), food intolerance ("I had become intolerant of everything, it was very difficult to eat"), bipolar disorder ("bipolar disorder"), anger ("I was getting angry with my children") and fatigue ("the tiredness is still hard") and attempted suicide ("I tried to commit suicide, even though I had the appointment to remove the implant"). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2022. At the time of the report, the dyspepsia was resolving, the gait disturbance had resolved and the fatigue had not resolved. The outcomes for pelvic pain, motor dysfunction, mental disorder, dysstasia, skin disorder, food intolerance, bipolar disorder, suicide attempt and anger were unknown. The reporter considered anger, bipolar disorder, dyspepsia, dysstasia, fatigue, food intolerance, gait disturbance, mental disorder, motor dysfunction, pelvic pain, skin disorder and suicide attempt to be related to essure administration. The reporter commented: with the implant removed in (B)(6) 2022, she came back to life. Two weeks later, she was already walking in the mountains again and had abandoned her cane. After two years of physical and psychological recovery, she knows that she will always have sequelae. ¿I still take a cane if I visit a museum, and I take probiotics and food supplements now to try and restore my intestinal flora, it¿s still difficult, but I am so much better. I¿m back to 80%. The tiredness is still hard, I come back from work and I sleep, I have barely any social life,¿ says this smiling and dynamic woman, happy to have been able to keep her job in spite of taking a lot of sick leave. Further company follow-up with the non-health professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pain [pelvic pain female] motor disability [motor activity abnormal] digestive disorders [digestion impaired] serious psychological problems [psychological disorder] I had to buy a cane at the age of 42, I had difficulty walking on flat surfaces whereas before I used to go walking in the mountains [difficulty in walking] I even found it had to stand. [Difficulty in standing] ¿I had become intolerant of everything, it was very difficult to eat [skin disorder] I had become intolerant of everything, it was very difficult to eat [food intolerance] bipolar disorder [bipolar disorder] I tried to commit suicide, even though I had the appointment to remove the implant [suicide attempt] I was getting angry with my children [anger] the tiredness is still hard [fatigue] case narrative: this spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("pain") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In january 2014, the patient had essure inserted. Essure was removed in march 2022. On unknown date she experienced pelvic pain (seriousness criterion intervention required), motor dysfunction (" motor disability"), dyspepsia ("digestive disorders"), mental disorder ("serious psychological problems"), gait disturbance ("I had to buy a cane at the age of 42, I had difficulty walking on flat surfaces whereas before I used to go walking in the mountains"), dysstasia ("I even found it had to stand."), skin disorder ("¿I had become intolerant of everything, it was very difficult to eat"), food intolerance ("I had become intolerant of everything, it was very difficult to eat"), bipolar disorder ("bipolar disorder"), anger ("I was getting angry with my children") and fatigue ("the tiredness is still hard") and attempted suicide ("I tried to commit suicide, even though I had the appointment to remove the implant"). The patient was treated with surgery (to remove essure). At the time of the report, the dyspepsia was resolving, the gait disturbance had resolved and the fatigue had not resolved. The outcomes for pelvic pain, motor dysfunction, mental disorder, dysstasia, skin disorder, food intolerance, bipolar disorder, suicide attempt and anger were unknown. The reporter considered anger, bipolar disorder, dyspepsia, dysstasia, fatigue, food intolerance, gait disturbance, mental disorder, motor dysfunction, pelvic pain, skin disorder and suicide attempt to be related to essure administration. The reporter commented: with the implant removed in march 2022, she came back to life. Two weeks later, she was already walking in the mountains again, and had abandoned her cane. After two years of physical and psychological recovery, she knows that she will always have sequelae. ¿I still take a cane if I visit a museum, and I take probiotics and food supplements now to try and restore my intestinal flora, it¿s still difficult, but I am so much better. I¿m back to 80%. The tiredness is still hard, I come back from work and I sleep, I have barely any social life,¿ says this smiling and dynamic woman, happy to have been able to keep her job in spite of taking a lot of sick leave. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-dec-2024: quality safety evaluation of ptc. Further company follow-up with the non-health professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pain [pelvic pain female], motor disability [motor activity abnormal], digestive disorders [digestion impaired], serious psychological problems [psychological disorder], I had to buy a cane at the age of 42, I had difficulty walking on flat surfaces whereas before I used to go walking in the mountains [difficulty in walking] , I even found it had to stand. [Difficulty in standing], ¿I had become intolerant of everything; it was very difficult to eat [skin disorder], I had become intolerant of everything; it was very difficult to eat [food intolerance], bipolar disorder [bipolar disorder], I tried to commit suicide, even though I had the appointment to remove the implant [suicide attempt], I was getting angry with my children [anger] , the tiredness is still hard [fatigue] . Case narrative: this spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ('pain') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), motor dysfunction ("motor disability"), dyspepsia ("digestive disorders"), mental disorder ("serious psychological problems"), gait disturbance ("I had to buy a cane at the age of 42, I had difficulty walking on flat surfaces whereas before I used to go walking in the mountains"), dysstasia ("I even found it had to stand."), skin disorder ("¿I had become intolerant of everything, it was very difficult to eat"), food intolerance ("I had become intolerant of everything, it was very difficult to eat"), bipolar disorder ("bipolar disorder"), suicide attempt ("I tried to commit suicide, even though I had the appointment to remove the implant"), anger ("I was getting angry with my children") and fatigue ("the tiredness is still hard"). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2022. At the time of the report, the pelvic pain, motor dysfunction, mental disorder, dysstasia, skin disorder, food intolerance, bipolar disorder, suicide attempt and anger outcome was unknown, the dyspepsia was resolving, the gait disturbance had resolved and the fatigue had not resolved. The reporter considered anger, bipolar disorder, dyspepsia, dysstasia, fatigue, food intolerance, gait disturbance, mental disorder, motor dysfunction, pelvic pain, skin disorder and suicide attempt to be related to essure. The reporter commented: with the implant removed in (B)(6)2022, she came back to life. Two weeks later, she was already walking in the mountains again and had abandoned her cane. After two years of physical and psychological recovery, she knows that she will always have sequelae. ¿I still take a cane if I visit a museum, and I take probiotics and food supplements now to try and restore my intestinal flora, it¿s still difficult, but I am so much better. I¿m back to 80%. The tiredness is still hard, I come back from work and I sleep, I have barely any social life,¿ says this smiling and dynamic woman, happy to have been able to keep her job in spite of taking a lot of sick leave. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the non-health professional is not possible. Most recent follow-up information incorporated above includes: on 31-dec-2024: upon receipt of follow up argus (B)(4) are found to be duplicate of each other. Therefore, argus (B)(4) needs to nullify from argus database. All source documents, references. Reporters & all relevant information has been transferred to retention case. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.